Manufacturer narrative:
Batch review performed on (B)(6) 2017. Lot 162327: 100 items manufactured and released on (B)(6) 2016. Expiration date: (B)(6) 2021. No anomalies found related to the problem. To date, 62 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The surgeon washed out the hip and left all implants in place. The surgery was completed successfully. The pathogen is not available.